Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the device was quarantined, and that the filters were replaced.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was used on a patient without a filter. The device was in clinical use when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator was used on a patient without a filter. The customer inquired with philips and requested the procedure for decontaminating the ventilator. The remote service engineer (rse) informed the customer that there is no philips-approved cleaning method for the v60 air path. The rse provided the customer with email from the product support engineer (pse), for the suggested cleaning procedure. The pse recommended that the device be quarantined for 72 hours (and adding a significant safety margin), and replace the air inlet and cooling fan filter along with a complete wipe down of all reachable surfaces. The approved disinfecting agents for the v60 were listed as "62% to 72% ethanol, solution of 1 part 5% sodium hypochlorite (bleach) diluted in 9 parts deionized water, 3% hydrogen peroxide." The pse reference the cdc (centers for disease control and prevention), that covid-19 cannot survive on non-porous surfaces for more than 72 hours. The pse also noted that one option for the customers, was to replace all gas path components: gas delivery subsystem (gds), blower assembly, gas outlet port, proximal port (1/8-inches), white nylon barbed fitting, tubing kit. This investigation is ongoing.